Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic after receiving a patient notifier. Post-paced t-wave oversensing was observed via stored egm. Programming changes were made. The patient will continue to be followed normally.

Event description:
New information received notes that when the asymptomatic patient presented in the hospital for reasons unrelated to the device, post-paced t-wave oversensing on the ventricular lead was observed again. The oversensing was noted on a stored egm. Programming changes were recommended. The patient was stable before, during, and after the device check and will continue to be monitored.

Event description:
New information received notes that the recommended programming changes were made.